Event description:
It was reported that when the asymptomatic patient presented in clinic for a routine device check, intermittent undersensing following pvcs was observed. Programming changes were made. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.